Manufacturer narrative:
Date of event approximated since unknown.

Event description:
It was reported a thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was implanted. The patient came back for a six week follow up and a clot was noted on the closure device. The patient was sent home on blood thinners and is currently stable.

Manufacturer narrative:
Updated date of event and device information.

Event description:
It was reported a thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was implanted. The patient came back for a six week follow up and a clot was noted on the closure device. The patient was sent home on blood thinners and is currently stable. It was further reported that there was a complete seal of the closure device during the procedure and there were no changes in the seal of the device on follow up. The patient's post procedure medication regimen was aspirin and plavix. At the six week follow up, the patient was prescribed eliquis 5mg bid. A follow up transesophageal echocardiogram (tee) will be performed.